Event description:
It was reported the patient "still" had some spasms and had a steady increase in daily dosage after having their therapy work successfully for "a number of years". The healthcare professional (hcp) was under the impression that the daily dose reached around 700 microgram (¿g) per day, but later it was confirmed that it was lower (560 ¿g/day was also noted). The pump was then replaced due to "reaching end of service (eos)". During the surgery, clear fluid within the pocket that "was likely to be baclofen" was noted. The pump connector at the point of connection to the pump had granulized tissue surrounding it. When detaching the catheter from the pump, the metal connector detached from the catheter and remained in the pump. A break in the "pump connector" was reported. The hcp removed the granulized tissue prior to connecting a new suture-less (sc) connector and cerebrospinal fluid (csf) began to flow freely. The new sc connector was successfully attached and therapy was re-started at a lower rate and would be slowly increased until an optimum level was achieved. It was noted the patient had "no spasm at all" after the new pump and catheter were implanted and the dose set at 250 "g/day). The pump was used to deliver compounded baclofen. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the manufacturer representative (rep) reported the eos of the pump was normal. There were no pump logs available. It was stated, "the outcome of the report was determined as a catheter issue. The damage to the catheter connector showed marks consistent with being pulled apart, which resulted in the o-ring being left on the pump at time of replacement."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc lot# b0773392k, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter (lot # b0773392k) found difficulty with the sc connector led to explant. The catheter was returned in two parts, a catheter segment and the metal housing/tapered seal/retaining ring. The individual parts (tapered seal and inside of the sc cup) showed "jagged edges" and something that was consistent to adhesive which was an indication that the catheter was intact and then pulled apart. It was noted there was no information to suggest a fall from the patient. The fluid in the pocket was not confirmed and there was "granulized tissue" at the pump/catheter connector site. It was also mentioned that it was during the removal of the catheter connector from the pump that the metal piece was left behind.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).